Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the device was not reading signals from the leads during testing, however it was noted that the device had disturbed pins on the patient connector. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not reading signals from the leads during testing. A different programmer was used. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.